Event description:
It was reported that the patients' ankle post op x-ray of the variax fibula plate revealed that the screw had pulled through the plate so the surgeon removed the hardware. The fracture was healed so no further implants were needed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Product details; 3.5 non locking screw.

Manufacturer narrative:
The reported incident that bone screw, t10, 3.5x65mm was alleged of issue s-41 (poor fixation) could not be confirmed since the returned device is conforming to specifications and is still fully functional. Based on investigation, the root cause may be attributed to a user related issue. Unfortunately no x-ray has been provided (despite multiple attempt) in order to understand the cause of the reported problem. The device inspection revealed the following: the returned plate shows some damages, nevertheless a seating of the bone screw is still possible without any play between screw and plate. These deformations indicate though that if the bone screw had been tightened up too much during insertion. The removal surely also may have caused some deformations but to which extent is not known. Therefore, nc no has been raised. The device inspection revealed the following: visual inspection: visual inspection was done and it was found that there is no play between screw and plate. Dimensional inspection: due to the nature of the complaint, a dimensional inspection was not considered necessary. Functional inspection: note that the bone screw could be inserted through the hole of the plate without any play between screw and plate. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instruction for use (v15013 rev n non active implant IFU ot-IFU-105 rev 3) was reviewed: ¿post-operative - post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. The implant intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular postoperative examinations (e.g. X-ray checks) are advisable. The risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician because of any mental or neuromuscular disorder. For this reason those patients must have additional post-operative follow-up. Implant removal should be followed by adequate post-operative management to avoid fracture or refracture of the bone¿ no indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the patient's ankle post op x-ray of the variax fibula plate revealed that the screw had pulled through the plate so the surgeon removed the hardware. The fracture was healed so no further implants were needed.